Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to a large discrepancy between the dbo. Inventoryview table and the manage inventory data on the es server, which resulted in incorrect inventory counts. A technical support specialist deleted the incorrect inventory records from the dbo. Inventoryview table and resent the count inventory message to synchronize the inventory data correctly. The inventory was updated successfully, and the system functioned as intended after the resolution. The system operated normally after the technical support specialist completed troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ghost pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.